Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/55 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: reconnection sites in reablation technique after isolation of pulmonary veins with cryoballoon in patients with paroxysmal atrial fibrillation. Arquivos brasileiros de cardiologia. 2021; 117(1):100-105. Doi: https://doi.org/10.36660/abc.20190503. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding cryoballoon ablation. The article reports one patient who experienced an inguinal hematoma and underwent conservative treatment and one patient who developed a pericardial effusion that was promptly resolved after pericardial puncture. The status/disposition of the sheaths and catheters is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.